Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Patient identifer: (B)(6). (B)(4).

Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. The index procedure treated a 90% stenosed, 3.0x20mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation, placement of a 3.0x20mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Nine days post procedure the patient experienced chest pain. Angiography without revascularization was performed and the event was reported to be resolving.

Event description:
It was further reported that the physician treated the lesion with placement of a 3.0 x 32 mm taxus liberte stent, not a 3.0x20mm taxus liberte stent as initially stated.